Event description:
It was reported that the patient expired in 2007, after an implant duration of one day, due to unknown reasons, per wife's call. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.